Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that there was some exposure of the inferior haptic, but it did not appear to be tilted. The capsular bag was damaged (a small rent in anterior capsule) with rhexis larger inferiorly. The surgeon planned to reposition the lens on (B)(6) 2015.

Manufacturer narrative:
The lens was not returned for evaluation. Inspection on a retain sample from the same lot was performed with all dimensional measurements found to be within specification. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the information provided, the exact root cause of the event cannot be determined.